Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged power issue started in (B) (6) 2009. The patient claimed he was managing his diabetes with oral medications at the time the alleged issue began; however, was unable to confirm if he made any changes to his diabetes management as a result of the alleged issue. On an unspecified day in (B) (6) 2010, the patient claimed, he was treated by a healthcare professional with a glucagon injection during a visit to the emergency room. The patient reported that he developed symptoms of sleeplessness, shaking and seizures; however, claimed that the symptoms began at an unspecified time prior to when the alleged power issue started. At the time of troubleshooting, the cca noted that the patient did not replace the subject meter's battery as recommended in the owner's booklet. The patient did not have a new battery at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue that reportedly developed and was treated by an hcp for severe hypoglycemia after the alleged meter issue began.